Manufacturer narrative:
Patient¿s weight was not provided. The patient¿s first event of hemolysis and pump thrombosis and subsequent pump exchange referenced in these sections were reported under medwatch MFR. Report # 2916596-2015-02255. (B)(4). Approximate age of device ¿ 85 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was transplanted due to the patient experiencing hemolysis and pump thrombosis for the second time. The patient's lactate dehydrogenase was in the 1300''s u/l. The patient remained in the hospital and was administered heparin and integrilin until they were transplanted.

Manufacturer narrative:
The pump was returned for evaluation. Upon disassembly of the pump, examination of the blood tube/rotor inlet section revealed a denatured thrombus ring adhered to the inlet bearing ball and cup. Due to the adhered thrombus, the inlet bearing cup had become unseated from its bore of the distal side of the inlet stator during the disassembly process, and was present in the blood tube/rotor inlet section. The thrombus ring appeared to have evidence of laminated layering, which indicates that it developed over an undetermined amount of time while the pump was operating. Examination of the outlet stator revealed non-laminated depositions situated in between the outlet bearing ball and the stator blades. The lack of laminated layering indicates that the depositions did not develop in the outlet stator. Although their origins and a duration of time for which they were present in the outlet stator could not be conclusively determined, the depositions did not appear denatured and the lack of contact marks on the outlet bearing cup suggests that the depositions were not likely present in the outlet stator while the pump was supporting the patient. The thrombus formations found in the pump would have contributed to the reported elevation in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.